Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the patient had high blood glucose levels. Customer's blood glucose level was 490 mg/dl. Troubleshooting was not performed. Customer believed they used bad insulin which may have resulted in high blood glucose level. The insulin pump will not be returned for analysis.